Event description:
Lehr collimator fell to floor. Per customer, green lights were lit on top display. Top guide on collimator cart loose. Bottom guides broke. Collimator damaged.

Manufacturer narrative:
The investigation was inconclusive in determining the cause of the collimator dropping althouggh it appeard to be operator error. This system was upgraded to the new "skyhook" mechanism immediately after this incident. This upgrade is now a part of the FDA recall number z-820/821-8.